Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. They were unable to perform the displacement test, operating currents, basic occlusion, occlusion, prime/compromised force sensor system test, excessive no delivery test due to constant motor error alarm at rewind. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a compromised force sensor system alarm. The blood glucose at the time of the incident was unknown. The customer stated that the motor cannot work smoothly. Troubleshooting was not performed. The device will be returned for analysis.